Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and they allege pump was under delivering the insulin. The customer blood glucose level was in 500¿s mg/dl at the time of incident and the current blood glucose level was 263 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection sand insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer also stated that retainer ring was missing and reservoir not able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.